Event description:
Caller alleged imprecision with the inratio2 meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012; 1st inratio: 1.4; 2nd inratio: 3.6 (within five minutes).

Manufacturer narrative:
Investigation pending.